Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the sleeve gastrectomy, the surgeon used an idrive handle with a reload. The reload only partially fired and then the idrive stopped. The idrive was retracted, the reload was removed, then another reload was put on stapler and it partially fired and stopped again. The or team then switched to a different handle entirely and continued the case. The last known patient status is good.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. For the two reloads, visual examination of the staple cartridges noted that both reloads were partially fired to the four cm cut line. The reloads were loaded into a pmv representative handle for functional testing, which loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reloads were then applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications.